Event description:
The 8-yr-old has a requirement for gammaglobulin infusions at three weekly intervals. She had previously had a subcutaneous port placed by a left subclavian approach. Apparently, the catheter had become dislodged from the port, and this required radiographic extraction of the catheter.